Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmeas, the most probable root cause for the infection is the surgical procedure. There have been no other complaints about infections related to these implant lots. This report may be amended if additional information is received from the performing surgeon. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2654301, mfd. 09/18/18, exp. 2023-09-18, gtin (B)(4). 2nd (inferior): .ifuse-3d implant, p/n 7045m-90, lot# 2666621, mfd. 03/11/19, exp. 2024-03-11, gtin (B)(4).

Event description:
The patient had si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient later developed an infection at the surgical site. The surgeon treated the patient with antibiotics and debridement of the infected areas. In (B)(6) 2019, the surgeon tried to remove the implants, but they were solidly fixed in bone and could not be removed. Preliminary medical assessment: wound infection. The patient did receive additional unplanned medical care including lab work, antibiotics (type and duration unknown), and two additional surgical procedures. The current status of the patient is not known. The performing surgeon has not responded to requests for follow-up information.